Event description:
It was reported that the tip of the instrument broke off and was left inside the patient. No additional patient complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual examination confirmed the breakage. Evaluation shows that "trumpeting" of screw tip indicates screw was inserted at an angle to the already-inserted guide wire. Off-axis insertion could lead to wire being kinked.